Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of a blockage was not confirmed. In addition to evaluation in b5, due to damage on channel tube, water tightness was lost. Due to damage on charge coupled device unit, the image had white dots. Due to deformation of nozzle, water removal ability did not meet the standard value. The plastic distal end cover was shaved. The adhesive on the bending section cover was detached. The connecting tube had a dent. The connecting tube had a scratch. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, bending angle in down direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The image guide protector had a scratch. Forceps channel port was shaved. The grip was sticky. The grip had a scratch. The scope cover had discoloration. The suction cylinder was shaved. The control unit had discoloration. The switch button 1 had a scratch. The up/down knob had discoloration. The protector of universal cord on scope connector side had a scratch. The universal cord had a scratch. The universal cord was sticky. The scope connector had a stain. The scope connector had a scratch. The plug unit had a scratch. The light guide cover glass had a scratch. The foreign material could not be identified. A definitive root cause of the foreign material remaining in the device could not be established. It is presumed that the foreign material was not removed, since the reprocessing was not conducted properly due to a leakage from the biopsy channel. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer reported during inspection of the evis exera iii gastrointestinal videoscope, there was a blockage in scope from the suction channel. The event occurred during reprocessing. There was no report of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: channel tube had foreign objects near distal end of channel opening due to insufficient cleaning.